Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. A conclusion code of caused not established was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation problems. A surgical procedure was performed during which a fluid loss and a hole due to wear was identified in the right cylinder. The ipp was removed and replaced. No patient complications were reported.